Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the displacement test and self test. No unexpected pump anomaly noted during testing. However, moisture damage was found on electronic assembly and j6 connector during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the fluid in the reservoir compartment and they removed the reservoir and dried with o tip. Customer performed the self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.